Manufacturer narrative:
Additional information was received that that the patients ipg would not turn on or charge after the patient was struck by lightning.

Event description:
A report was received that the patient's ipg was no longer working. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the sc-1132 sn: (B)(4) device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was no longer working. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.